Event description:
It was reported that the insulin pump alarmed and squirted insulin during the manual prime. The numbers did not appear on the screen, and no beeps were heard. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded/loose drive support disk. No alarm noted. The unit had a scratched lcd window, cracks on the display window corners, battery tube threads and reservoir tube lip, as well as a broken belt clip slot and missing end cap sticker.